Manufacturer narrative:
The astral device was returned to resmed's for an extensive engineering investigation. Performance testing confirmed that the device failed its blower test. The investigation determined that the blower test failure was most likely due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
Please see importer report #: (B)(4).

Manufacturer narrative:
An investigation is currently in progress at the resmed technical service center in (B)(4). The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).